Manufacturer narrative:
Not returned.

Event description:
It was reported that prior to a surgical procedure at the user facility, the toga was delaminating and tearing. Tearing could result in a breach in sterile barrier protection between the user and patient. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.